Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a bent connector pin on the cable assembly.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging and there was a loose/bent connector pin on the desktop charger (dtc). It was also reported that the insr stopped working on (B)(6)-2014 and nothing would come up on the insr screen. There was a loss of therapeutic effect. The patient was uncomfortable and in pain because he was unable to charge his implantable neurostimulator (ins); the patient had been in this pain since (B)(6)-2014. The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.